Event description:
As surgeon attempted to remove the implant holder for synfix lr from the implant, the tip of the instrument broke off in the implant. Tip of instrument was not retrieved from the implant and remains in the patient.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.